Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Event description:
It was reported that an x-ray revealed that the right atrial (ra) lead had pulled back. The ra lead also exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.